Event description:
It was reported that the procedure was to treat the distal left anterior descending (lad) coronary artery with mild calcification and 99% stenosis. The 2.5x15 mm trek balloon dilatation catheter (bdc) was inflated once to 10 atmospheres for 5 seconds and ruptured. A new non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.